Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) results while using the architect i2000sr analyzer. The customer provided data for 3 patients that generated initial (B)(6) results which were (B)(6) upon retest, as follows: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.